Manufacturer narrative:
Additional information: b3: awareness date used as event date. The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# (B)(4).

Event description:
Through social media monitoring, a left eye (os) trabecular microbypass stent patient alleged that following "several lasers done on both eyes (ou)", the left eye (os) "went out". Any omitted information was not available at the time of report.